Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged into the interface board. The displacement test could not be performed due to the blank display. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump had a blank display. It was advised that the insulin pump would be replaced.